Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The suture had fallen apart and the animal experienced a wound dehiscence which led to the animal's death. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many animals experienced a wound dehiscence. How many animals experienced a wound dehiscence that led to death? Please provide the pds suture product code(s) and lot #(s) if available. Did the suture(s) break post operatively? If no, please explain. Please provide any additional relevant information if available. Will any actual device or unopened samples be returned for evaluation?

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d4. Additional information: d4, g1, h4. Additional information received: "whiskey" crites, re-visitation. First sx done at animal hospital. Jejunal enterotomy, dvm not known, the original surgery at used 4-0 pds in a simple continuous pattern with an additional single stitch elsewhere on that same incision line at leak checked fine pet was seen at emergency room and 3-0 pds was used for r&a revisitation surgery. This then dehisced and pet was euthanized. Open box: 3-0 pds: tmmbbu ethicon ref #(B)(4), expiration date: 10/31/2028- all similar lot pulled open box 3-0 pds: thmatc, ref (B)(4), exp 6/30/2028- all similar lot pulled.